Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch due to pacing impedances high, out of range that occurred in several months prior to the call. Also, the rv lead showed no capture in unipolar. The patient is in atrial fibrillation. The lead polarity was changed back to bipolar. Furthermore, the rv lead showed intrinsic amplitude out of range. The rv lead was surgically abandoned, and a new rv lead was successfully implanted at the same procedure. No additional adverse patient effects were reported.